Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient complained of intermittent mild chest tightness and a cough, but denies dyspnea. A post procedural bilateral pneumothorax was noted. This is all of the information that was provided to us at this time. Should additional information become available, this event will be updated. All available information suggests this lead remains implanted.